Manufacturer narrative:
Further investigation is ongoing, results will be provided within a final report.

Event description:
The customer alleged that during a surgical procedure the light head detached from the spring arm and fell onto a patient. It was further stated the surgeon caught the light. No harm was reported in relation to the event. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The investigation by hillrom/trumpf medical identified that the locking segment, which secures the light head to the spring arm, came out of the connection. This allowed the light head to separate from the spring arm and fell down. The locking segment is secured by a sleeve to avoid the locking segment to come out. The sleeve is secured by a screw which prevents the sleeve to move from its securing location. In this case the most likely cause is an installation failure of the device, the screw was not installed. Over time the sleeve moved from its position and the locking segment was able to move out. The light head was re-installed an the device is functioning as designed. Based on this, no further actions are required.

Event description:
The customer alleged that during a surgical procedure the light head detached from the spring arm and fell onto a patient. It was further stated the surgeon caught the light. No harm was reported in relation to the event. This report was filed in our complaint handling system as complaint#: (B)(4).